Event description:
According to the facility on (B)(6), the 5cc green syringe shredded in the user's hand when she was inflating a balloon. The syringe was being used to inflate a balloon catheter to perform an angioplasty procedure. The facility stated there was no patient involvement and stated there was "no" impact to the patient.

Manufacturer narrative:
According to the facility on (B)(6), the 5cc green syringe shredded in the user's hand when she was inflating a balloon. The syringe was being used to inflate a balloon catheter to perform an angioplasty procedure. The facility stated there was no patient involvement and stated there was "no" impact to the patient. The procedure was delayed because the facility needed to use an inflation device to complete the case but the procedure was completed. The device is not available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.